Event description:
Postoperative diagnosis: menorrhagia, dysmenorrhea.procedure: hysteroscopy, dilatation and curettage, novasure endometrial ablation. The novasure device was then appropriately prepared and inserted. The device initially used malfunctioned; it leaked and failed the integrity test. A new device was obtained and used without incident.